Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a nurse via our affiliate in (B)(4). This report involves a (B)(6) female patient of unk ethnicity. She was administered sculptra (poly-l-lactic acid) on (B)(6) 2007 for cosmetic reasons. Medical history includes allergy to grass, plasters and erythromycin. Concomitant treatment includes botox on (B)(6) 2007. On (B)(6) 2007, half an ampoule of sculptra was injected under the orbit of the patient's eyes. On the same day nodules started to appear under her eyes. Therapy with sculptra was stopped. It is unk if any corrective treatment was given. Further info has been requested from the nurse.

Manufacturer narrative:
Addendum for f/u info received on 22-jan-08: (B)(4): brr (batch record review) without hint to root cause. No faults, defects, damages, detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history report) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.